Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on august 04, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies with device use, reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2016 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: the correct explanted date is (B)(6) 2016; not (B)(6) 2016 as previously reported. This report is filed august 24, 2016. (B)(4).